Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-sep-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was failed and drawer was not detected on bus. A field service engineer confirmed that the cubies were visible in diagnostics and functioning properly. Status indicator lights were verified as normal on the row boards, module controller, and drawer controller. The row board cable seating was inspected and confirmed to be secure. Drawer functionality was validated through diagnostic testing, and the customer successfully tested the drawer within the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawer failed and was not detected on bus, user tried to recover, shut down the station by unplugging the power cord waited for 10 minutes then reconnected and tried to recover, but the issue still persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.